Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead (a) did not identify any broken internal wires, outer tubing breaches, and both segments passed electrical testing.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129010.

Event description:
It was reported patient experienced insufficient pain relief with the scs system. During surgical intervention to address the issue, one of the leads was found torn and the entire system was explanted as a result. Investigation was unable to identify which lead attributed to the issue.